Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Two months post implant, the patient had an ischemic stroke. The patient was receiving dialysis when the right sided weakness began. The dialysis center sent the patient to the emergency room. The patient had a brain magnetic resonance imaging (MRI) and a transesophageal echo (tee) to check the watchmn flx device. The physician and other cardiologist reviewed the tee and the device looked good and no leaks were found. The patient stayed in the hospital for three days before being discharged and is now undergoing physical therapy for right arm weakness. No intervention for the stroke was performed during the patient's hospital stay and no intervention is scheduled at this time. The patient is expected to make a full recovery.